Manufacturer narrative:
The unused device was rec'd and tested at the mfg facility. They evaluated the unit functionally by connecting to a solution container of 0.9% nacl and prining in the normal manner. The burette was filled to approx 35ml, a drop rate established and the solution in the burette allowed to deplete over time. This was repeated and in each case it was found that the float valve functioned correctly.

Event description:
Report rec'd from abbott intl (abbott new zealand) of "toilet seat valve not shuttting off on burette. Nursing staff noticed air going into the tubing below the shut off valve and turned the roller clamp off with no adverse effect on pt." No other pt info is available.